Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 2.6 mmol/l at 8:30 am on (B)(6) 2020, 8.8 mmol/l at 8:45 am on (B)(6) 2020, 4.7 mmol/l at 9:00 am on (B)(6) 2020.